Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round high profile 460 cc, catalog number 3503460, serial (B)(4), lot number 6815084. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with saline mentor smooth round high profile 460 cc breast implants and experienced deflation on the right breast implant and malposition on the left breast implant. The deflation and malposition were confirmed by the healthcare professional by the physical exam on (B)(6) 2018. As a result, the patient had undergone removal and replacement with saline mentor smooth round high profile 500 cc breast implants on (B)(6) 2018. This medwatch is for the right breast implant.

Manufacturer narrative:
On 05/07/18, it was reported to mentor that the device history record (DHR) for the lot number 6815084 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/04/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. Yellow and black material was observed within the device. During evaluation a crease was observed on the anterior and extending to the posterior aspect. Leak testing of the device, in accordance with mentor procedures, revealed a rent within the crease on the anterior aspect, measuring approximately 0.1 cm. Complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. The device history record (DHR) for the lot number 6815084 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. At this time is not possible to determine the origin of the yellow and black material observed. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06/12/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).